Event description:
A pt reported blood glucose results of "55, 143, 55, and 145 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter is being replaced.

Event description:
A patient reported blood glucose results of "55,143,55, and 145mg/dl" with a lifescan meter, performed within 10 mintues of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter is being replaced.